Event description:
Muscle pain radiating down the leg [myalgia]. Knee pain/ intense pain behind the knee with muscle pain radiating down the leg [arthralgia]. Case description: spontaneous report received on (B)(6) 2010 from a (B)(6) female pt, initials (B)(6), with a history of osteoarthritis of the knee. The pt received previous synvisc injections in the left knee in (B)(6) 2006 with no benefit and had a previous synvisc-one injection in (B)(6) 2009 with knee pain. She experienced knee pain and intense pain behind the knee with muscle pain radiating down the leg after receiving her most recent synvisc-one injection. The pt received a synvisc-one injection in her right knee on (B)(6) 2010. The pt reported that she was having intense pain behind her knee with muscle pain radiating down the leg. At the time of this report, the pt was on prednisone (unspecified) with some relief from the pain. The outcome of the pt was unk. See (B)(4) for other adverse events from this reporter. MFR's comment: the benefit-risk relationship of synvisc-one is not affected by this report.